Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the patient¿s blood glucose level. No follow-up was desired by the patient, and the issue was documented without any further action.